Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported metal particulates on the outside diameter of the acetabular cup were found loose and falling off of the device during surgery. Debris was removed from the patient. The device was discarded and not used. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
The complaint sample was evaluated and the reported metal shavings falling off. The returned shell was identified to have a small fragment of blast material fallen off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.